Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was redness/swelling and irritation of left chestwall and armpit area. The ipg was explanted. Issue resolved at this time. Device will not be returned. No further complications were reported/anticipated.